Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had blank display. Customer woke up with her sugar at 150 mg/dl. High blood glucose level went to 500mg/dl, 538mg/dl, to 602 mg/dl. Customer woke up at 180mg/dl and still sitting at 190 mg/dl and sugar is not going down. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will not be returned device for analysis.